Event description:
There was a report regarding an issue with touchscreen responsiveness, with the screen being frozen and unable to respond to the customer's input. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.